Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: why could the mesh not be used, was it torn, was it twisted what happened to the mesh that it could not be used? There are 2 slings that allow the mesh to be pulled back flush against the intra-peritoneal wall, one of them broke before the mesh could be secured in place with a suture and so was no longer usable. You reported not using the mesh but based on the event description it would appear that there was a difficulty with the secure strap provide the following and note that an implanted product for the mesh was created: please indicate the secure strap product code? In the context of this product complaint ¿secure- strap¿ was ¿securing - strap¿ it is one of the features an is part of the actual mesh it is not a separate item. It was reported, upon placing the mesh, the securing strap broke off. The strap is a piece of mesh that looks like a sling it is connected to the back of the mesh it tore off the actual mesh. How was the procedure completed, it was reported that another mesh was used to complete the case. A brand new mesh was used with its own ¿securing-straps/ slings¿. Confirm that there were no patient consequences? None. Tell us if the mesh will be returned for evaluation? The mesh was discarded by theatre team and could not be recovered.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2018 and the mesh was implanted. During the procedure, upon placing the mesh into the intraperitoneal space, the mesh strap broke off before the mesh could be secured in place and the mesh was no longer usable. Another like device was used to complete the procedure.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018